Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff alleged that one of the 4 circles was not turning on the maryland bipolar forceps instrument. In addition, the surgical staff claimed that possibly a cable was off a track. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The complaint that one of the four circles was not turning is confirmed. The pitch cable was found to be loose and frayed at the distal clevis hub. The actual broken location was inside the housing by the pulley that creates the free movement of the disc. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Electrical continuity testing passed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.